Event description:
It was reported in a service report that fowler was damaged. No adverse consequences were alleged.

Manufacturer narrative:
Damaged fowler. Follow-up investigation in progress. Additional information found to be relevant by the manufacturer will be added if required in a follow up MDR.